Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported an led alarm failure. The device was not in use when the reported problem occurred, and there was no patient or user harm reported.

Manufacturer narrative:
Date received by MFR: 06apr2020. Date of the report: 07apr2020. Additional information received from the respiratory therapist that there was a ventilation switch but no patient issue or harm reported.

Manufacturer narrative:
G4: 31mar2020, b4: 01apr2020. The biomedical engineer (bme) confirmed the reported light emitting diode (led) alarm failure. The bme replaced the power switch overlay and the reported failure resolved. The unit has returned to service mode. Bme did not recall any incident with a patient. After numerous attempts were made to obtain information on the patient involvement but unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.